Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 25mm pericardial aortic valve, implanted for 11 years and two months, was disabled via a valve in valve procedure due to aortic stenosis. The patient was put on ECMO and transferred to another hospital on pod# 2. No additional details were provided.

Manufacturer narrative:
Supplemental report was submitted as additional information was received through follow up with the healthcare provider.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 25mm 2800 pericardial aortic valve was explanted due to degeneration, severe aortic stenosis, aortic central regurgitation, and perivalvular leak. The patient did not undergo a valve-in-valve intervention due to pvl. Post-operative tee demonstrated appropriate orientation of the newly implanted 25mm pericardial aortic valve. The patient was transferred to the ICU in critical condition. The explanted device was not available for return.